Manufacturer narrative:
Investigation summary: a correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient underwent ligation of sphenopalatine and ethmoidal arteries in the setting of recurrent bleeding. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further related issues reported. The patient remains ongoing on vad support. The manufacturer is closing the file on the event.

Manufacturer narrative:
The previous report of bleeding was documented in MFR# 2916596-2019-00894. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced recurrent bleeding on (B)(6) 2019 which required packing. Patient underwent nasal endoscopy with control bleeding and anterior ethmoidal artery ligation procedure (nasal endoscopy, revision right sphenopalatine artery ligation, right external anterior ethmoidal artery ligation). No additional information was provided.